Event description:
It was reported that the patient underwent bladder tumor resection, and a three-lumen urinary catheter was continuously flushed at about 60 drops per min. The drainage was smooth, and the color was clear. On (B)(6) 2022, it was found that the urinary foley catheter fell out completely and the balloon got burst. It was mentioned that the flushing of the catheter was then stopped and there were no missing pieces. A new three-lumen urinary catheter was then replaced, kept flushing about 80 drops per min, the drainage was smooth, and the color was clear.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.